Event description:
It was reported that the x-fuse implanted into the finger of a male patient allegedly broke after implantation and that this was discovered via x-ray during a postoperative follow up visit. The representative reported on behalf of the surgeon, that during the original surgery, the patient had a fusion of the 5th finger from the dip and that cartilage was removed. The representative further reported on behalf of the surgeon that the device was then implanted upside down, with the distal legs inserted into the proximal and the proximal legs implanted into the distal, although the reasoning for this is currently unknown. Also, the surgeon was aware at the time of implantation that the operative technique was not being followed and that this approach was taken in order to complete surgery. The representative was present in theatre during the original procedure and reports that he too was aware that the operative technique was not being followed and that the device had to be implanted upside down in order to complete the procedure.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that x-fuse implant has broken after surgery could be confirmed. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The x-fuse implant breakage was caused by a wrong insertion due to a deviation from the operative technique (insertion upside down). However, even if the surgeon was aware at the time of implantation that she was not following the operative technique and was implanting the product upside down, there is no clear identification of the proximal part and the distal part of the implant in the current operative technique. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
It was reported that the x-fuse implanted into the finger of a male patient allegedly broke after implantation and that this was discovered via x-ray during a postoperative follow up visit. The representative reported on behalf of the surgeon, that during the original surgery the patient had a fusion of the 5th finger from the dip and that cartilage was removed. The representative further reported on behalf of the surgeon that the device was then implanted upside down, with the distal legs inserted into the proximal and the proximal legs implanted into the distal, although the reasoning for this is currently unknown. Also, the surgeon was aware at the time of implantation that the operative technique was not being followed and that this approach was taken in order to complete surgery. The representative was present in theatre during the original procedure and reports that he too was aware that the operative technique was not being followed and that the device had to be implanted upside down in order to complete the procedure.